Event description:
Thrombus was seen forming in the rvad of a patient being supported with biventricular vads. The rvad was replaced without incident. There was no indication that the thrombus was related to any failure of the device. The explanted device is being sterilized before returned to thoratec for investigation.